Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received additional information that the patient was treated to the flanks, abdomen, submental, and infra-scapular on (B)(6) 2021, and (B)(6) 2022 using the cooladvantage and coolmini and presented with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated the submental, flanks, infra-scapular, upper arm, lower, upper, and mid abdomen on (B)(6) 2023 with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional information: a2, a3, a4, b3, b5 (area of concern, treatment date)

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 1/26/2024. Clarification to b3 partial date of event: "3 months" post treatment was provided.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks, abdomen, submental, and axillae/bra roll area on (B)(6) of 2021, (B)(6) of 2022 using the cooladvantage coolcurve+, cooladvantage coolcore, coolfit and coolmini system applicators who later developed paradoxical hyperplasia (ph).